Event description:
A u.s. Distributor contacted zoll on 09/19/2014 to report that a pt passed away. On (B)(6) 2014 after 11:45 am. At 7:52:48 am on (B)(6) 2014 the lifevest detected an arrhythmia. The ECG showed the rhythm to be vt at 249 bpm. Gel was released and an appropriate 150j defibrillation was administered at 7:53:24 am. The rhythm at the time of the treatment was vf. The post shock rhythm was asystole. At 07:55:28 am the device detected an arrhythmia. The ECG showed nsvt with motion artifact. It was reported that CPR was initiated by rehab staff and the pt was revived briefly. Paramedics were called to the scene and transported the pt to the hospital. The device was removed at 8:14:00 am and the pt passed away later that morning, around 11:45 am, while at novant health presbyterian medical center.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device eval of electrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Per treatment investigation, the pt received an appropriate shock during an episode of vt/vf. The arrhythmia was converted to a slower rhythm, m, however, that post shock rhythm was asystole. The pt resumed cardiac activity within 90 seconds post-shock. The response buttons were not pressed during the entire event. The pt passed away later that morning. The lifevest operated according to its specifications. Post-shock asystole is known list of defibrillation. Usage of device: monitor (B)(4) - initial. Electrode belt (B)(4): 01/2014 - reuse.